Manufacturer narrative:
This report is submitted on april 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced keloid at the implant site, and subsequently underwent skin revision on (B)(6) 2017, to remove the keloid scar and to thin out the skin flap. The implanted device remains.